Event description:
Reportedly, during patient use, a device alert occurred. The patient was manually ventilated and transferred to another ventilator. No adverse effect to the patient reported.

Manufacturer narrative:
(B)(4).